Manufacturer narrative:
A steris service technician inspected the lighting system and found the retaining ring for the lighting system canopy was positioned such that it was in contact with the lighting system upper suspension arm. The technician repaired the lighting system to correct the mounting of the canopy retaining ring. The technician also touched up appropriate exterior areas with paint. The lighting system was installed in (B)(6) of 2014 and is currently under steris warranty. The steris service technician who installed the lighting system was made aware of the reported event and the importance of proper installation procedures.

Event description:
The user facility reported that during a patient procedure paint chips were falling from the center mount of the surgical lighting system and into the sterile field. The patient's wound was flushed and the area was re-prepped and re-draped. The procedure was completed successfully. Following the reported event the patient was administered antibiotics. A procedural delay was reported due to the event.